Event description:
It was reported that a patient presented with capacitor maintenance timeout noted on the patient's implantable cardioverter defibrillator. The physician was consulted for next steps. No adverse patient consequences were reported.